Manufacturer narrative:
The pump alarmed unexpected restart error after battery change due to faulty component on the interface board. Pump passed self test and displacement test. No external ram crc error alarm noted. Pump received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple error alarm. The customer's blood glucose level was unknown. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.